Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within required specification. The cause of the reported event of helix mechanism issue was isolated to blood and tissue in the helix region and over torqued of the inner coil. The reported event of high capture threshold resulting in intermittent capture was not confirmed. Electrical testing revealed no indication of conductor fractures. However, an internal short was noted between inner coil and right ventricular cables at the middle portion consistent with procedural damage. A visual and x-ray examination of the lead revealed no anomalies except for procedural damage.

Event description:
It was reported that high capture threshold resulting in intermittent capture was observed on the right ventricular (rv) lead. An rv lead repositioning procedure was attempted; however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.